Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the right atrial lead was explanted and replaced due to noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an unidentified malfunction. The lead was explanted and replaced. No patient symptoms were reported. No additional information was available at this time.